Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving compounded baclofen (concentration and dose unknown) via an implanted pump for an unknown indication. It was reported it was asked and unknown when the event/difficulty occurred, and the event occurred during normal use. It was reported the patient was in the intensive care unit (ICU) in baclofen withdrawal and the pump reservoir was empty. It was unknown if any diagnostics/troubleshooting was performed. It was noted the patient had medical intervention for withdrawal and the pump was refilled. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the empty pump leading to baclofen withdrawal was noted as failure to get it refilled. It was noted the event and withdrawal and been resolved. No further complications were reported/anticipated or expected.